Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. During troubleshooting by animas customer support, the reporter confirmed that the display was not able to be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/22/2015 with the following findings: the display lens was scratched. Unrelated to the original complaint, the pump case was damaged. Unrelated to the original complaint, the display was dim and discolored. Also unrelated, the bolus button cover was detached and missing.